Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 28ga 1/2in bls 500cas ca had foreign matter. The following information was provided by the initial reporter: material no: 329461 batch no: 0132264. It was reported that a bead of liquid was coming out of the syringe upon opening it.